Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with insulin going into the infusion set tubing from the reservoir. Customer stated it seemed like there was something stuck. Customer reportedly changed everything out. Nothing further reported.